Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one year post implant the battery estimation for the implantable pulse generator (ipg) was shorted than expected. It was noted there did not appear to be a battery problem. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.